Manufacturer narrative:
The evaluation revealed the sliding core to be the primary product. A review of the manufacturing and inspection documents (DHR) and a deeper investigation of the explanted sliding core were not necessary because the customer reported that the sliding core was replaced additionally to the treatment of the subtalar arthrosis. There were not information that the star implants were affected in any way; therefore the sliding core was only exchanged precautionary. Furthermore the visual inspection revealed no damages caused by postoperatively usage of the implants; the visible damages on one side were caused during explantation according to the customer. Therefore the sliding core was classified as fully functional. The IFU contains warnings that artificial joint replacement devices can wear out over time, and may require replacement due to several reasons. Discrepancies were detected during risk analysis review; (B)(4) was already initiated. No other non-conformity identified; no previous or actual actions are in place.

Event description:
Patient presented with subtalar arthrosis. Did subtalar procedure and poly exchange. Poly was damaged when removing from ankle joint. On the side of the poly. Sales rep reported, no infection, tissue damage not non union was reported.

Manufacturer narrative:
The reported device was manufactured and distributed by small bone innovation, inc., (B)(6) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on (B)(6) 2014. Stryker became legal manufacturer of this product on (B)(6) 2015 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Unknown star mobile bearing ankle

Event description:
Patient presented with subtalar arthrosis. Did subtalar procedure and poly exchange. Poly was damaged when removing from ankle joint. On the side of the poly.